Event description:
It was reported that the pump freeflowed during the hospital's functional check out. The pump was not on a patient.

Manufacturer narrative:
Manufacturer's report date 12/3/97. The pump was visually and functionally tested. Visual inspection of the door assembly revealed the plastic sear on the door was damaged. With a set installed and the door closed, the unit performed within manufacturer's specifications. When the instrument was tested with the door open, the freeflow was verivied. The door sear was noted to be an older version found to be more susceptible to breakage. The unit was routed through the service department for updates and repair and met all quality specifications prior to being returned to the user. The customer will be advised of service bulletin #293 (1/94) issued to address replacement of light blue door sears with black sears.